Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged an event code that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. After replacing the therapy pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The replaced therapy pcb assembly was further evaluated and it was determined that the cause of the reported issue was due to electrically shorted pins 5 to 9 on diode, designator cr30, causing the event code to be logged, an "abnormal energy delivered" message and the negative portion of the biphasic waveform to be missing.

Event description:
The customer contacted physio-control to report that their device had logged an event code that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.